Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative reported that the issue was found to be related to the door switches being out of alignment. Following the alignment of the switches, the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the door for the imaging system would not open. The site manually opened the door of the gantry. The site reported that the door was slightly opened when attempting to line up for the image acquisition. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
Correction: it was also reported by a medtronic representative, that upon further follow-up, the electronic door override (yellow button) did not work. It was also found that manually opening the gantry door was not performed correctly by the site as the alignment pin wasn't inserted all the way in. The upper door cap cover was returned to the manufacturer for analysis. Failed visual inspection. The mounting brackets on the door cap are broken. The cover is also scratched and the paint is flaking off. The hardware investigation found that reported event was related to physical damage failure mode as the pieces are broken. The lower door cap cover was returned to the manufacturer for analysis. Failed visual inspection. The mounting fillet brackets on the door cap are broken. (Brackets glued back on) the cover also has multiple scratches. The hardware investigation found that reported event was related to physical damage failure mode as the pieces are broken.

Manufacturer narrative:
Additional information: a medtronic representative reported that the site elected to complete the procedure with a c-arm. The representative reported that the issue was discovered prior to the imaging system and navigation system being brought into the operating room (or), however spinal decompression was performed prior to discontinuing the use of the medtronic navigation system and imaging system indicating an incision had been performed.